Event description:
The manufacturer received information regarding a dreamstation 2 device. There is an allegation that when the patient turned on the unit, a power source error appeared. The device was unplugged and plugged into a different power source and there was a popping sound and smoke came out of the unit between the blower and humidifier. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.